Event description:
It was reported that the patient presented in clinic for a lead revision procedure. The atrial lead was found to be dislodged one month after original implant. During the procedure, the reported atrial lead could not be re-located and hence replaced. The patient was stable post procedure.

Manufacturer narrative:
The previously reported UDI number: (B)(4)was incorrect; the correct UDI number is (B)(4).

Manufacturer narrative:
Analysis confirmed the reported lead damage due to revision procedure. A bent outer coil was noted at 38.2 cm from the distal tip and a cut in the outer insulation was noted at 38.6 cm from the distal tip. The damages on the lead were sustained during the surgical procedure.